Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 90% stenosis, pre-dilatation was performed. A 3.0x38mm xience prime stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. Wire technique and use of a guideliner were use in attempt to cross the lesion; however, were unsuccessful and the proximal shaft was noted to be separated. The 3.0x38mm sds was simply removed from the patient anatomy. Further dilatation of the target lesion was done with a nc trek balloon dilatation catheter and a 3.0x23mm xience prime stent delivery system advanced. However, it too was unable to cross the target lesion due to the anatomy and the proximal shaft was noted to be separated. The 3.0x23mm sds was simply removed from the patient anatomy. There were no interaction of devices and no other device issues noted. A 3.0x22mm non-abbott and guideliner were used to successfully cross the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.0x38mm rx xience prime device referenced is being filed under a separate medwatch MFR number.